Event description:
It was reported that during a laparoscopic bowel resection, the device was fired without a tactile feedback. The device fired malformed staples. The procedure was completed by converting to open and additional hand suturing. The procedure was extended by one hour.